Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The drill bit broke while drilling for a screw in the acetabulum. All pieces were retrieved from the patient. A new drill bit was used to complete the case. No adverse affects on the patient.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device was received for examination. Therefore, the reported event could not be confirmed. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.

Event description:
The device broke into 2 pieces, with 1 end still attached to the drill. Serial number was unreadable on the instrument, due to wear.